Event description:
During a case in the operating room, the "crossfire integrated arthroscopy system: 14-976" shorted out, causing blue sparks, electrical "popping" sounds and a small cloud of smoke. The machine was unplugged and removed from the room, a new machine was brought into the operating room and the procedure was finished without further incident. There was no injury or significant delay in care of the pt.